Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, suture breaks occurred with both proglide devices after harvesting the sutures. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment could not be tested/ confirmed as the suture was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.